Event description:
It was reported that the patient recently underwent a non-vns surgery. The vns magnet was used to temporarily disable the vns generator during the procedure. Since removing the magnet following surgery, the patient/physician do not believe the vns has resumed functioning. The patient reported not being able to feel stimulation, and the patient has had an increase in seizures, resulting the patient going to the ER. No additional relevant information has been received to date.